Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "user error - open clamp." The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during use. The technical service representative (tsr) advised the home patient (hp) to cycle power to clear the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp confirmed the cause of the alarm was an open clamp. Per the hp, therapy has been going well since this event. There was no patient injury or medical intervention reported.